Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator keeps alarming when booting up. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's machine flow sensor and 3-way solenoid valve were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator keeps alarming when booting up. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was confirmed. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's machine flow sensor and 3-way solenoid valve were replaced to address the issues. The machine flow sensor and 3-way solenoid valve were evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor and 3-way solenoid valve functioned as designed and operated without issue or error codes.

Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer received information alleging a ventilator keeps alarming when booting up. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.